Event description:
It was reported that the user's caregiver installed a new dexcom g6 continuous glucose monitor (cgm) sensor and transmitter on the ilet with no warmup timer until the agent guided restarts and re-pairing, after which it was discovered an incorrect pairing code and transmitter serial number were entered; the device subsequently paired and the warmup countdown appeared. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem consistent with an improper or incorrect procedure or failure to follow instructions. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.